Event description:
It was reported, low r wave sensing on the right ventricular (rv) lead resulted in post sensed t wave oversensing that led to inappropriate shocks being delivered. Technical support was contacted and reprogramming was performed. Following the reprogramming, episodes of post paced t wave oversensing were observed on the device. Additional investigation or replacement of the rv lead was recommended by technical support. The patient was stable and will continue being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.